Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 263 mg/dl. The pod was worn between 4 and 24 hours on the leg. It was noted that the pink slide was not visible in the viewing window, but the cannula was visible; indicating a needle mechanism failure. Hyperglycemia treated with a new pod.